Event description:
Customer reported an unexpected negative reaction on the echo when testing patient sample with capture-r ready screen 3 (crrs 3). Testing was repeated resulted as positive.

Manufacturer narrative:
Customer did not provide additional information after several attempts. No products or samples were returned for further serological testing. Insufficient information provided.